Manufacturer narrative:
The device has been returned and is being evaluated. A follow-up report will be submitted after evaluation is completed.

Event description:
It was reported during an a-comm aneurysm procedure, the physician introduced the guidewire into the lesion and manipulated it in the micro catheter. The guidewire was removed and placed into a tray of heparin/ saline. After the completing the embolization of the aneurysm, the physician found particles in the tray. No patient injury reported.